Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a collateral ligament repair, when inserting the twinfix anchor in the hole, the handle was damaged and did not let the screw rotate so that the implant entered correctly, leaving the implant in the middle of the path, it was removed, it was started again and a second attempt was made but it failed again. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported. Patient's health condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution.. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports two failed attempts to advance the twin fix anchor through the path for implantation due to a damaged handle. Per case details the implant was removed and a backup device was used to complete the procedure. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.